Event description:
Boston scientific received information that during a routine follow-up, the impedance measurements on the right atrial (ra) lead could not be obtained. Additionally, there was loss of capture. The x-ray revealed that the lead had dislodged. As a result, the lead was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.